Event description:
Reported per clinical trial (B)(6): on (B)(6) 2013 - subject patient underwent a primary laparoscopic infra-umbilical midline hernia repair procedure during which a bard/davol ventralight st mesh was implanted using bard/davol sorbafix mechanical fixation and sutures. The fascia was completely closed and full skin closure was achieved using adhesive skin closure. The subject patient was discharged from the hospital on (B)(6) 2013. On (B)(6) 2013 - subject patient was diagnosed with seroma which subsequently became infected. On (B)(6) 2014 - subject patient was hospitalized, given IV antibiotics and the seroma was drained. Culture tested negative. On (B)(6) 2014 - subject patient was discharged with oral antibiotics prescribed for 30 days. Per the study clinician, the reported adverse event (infected seroma) has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, post-implant of the ventralight st mesh, the patient was diagnosed with seroma, which progressed to an infected seroma about a year later. The patient underwent drainage, and was prescribed antibiotics. As reported, the ae is recovered/resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Seroma formation and infection are known inherent risks of surgery. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists seroma and infection as possible complications. Regarding infection the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Review of manufacturing records shows product was manufactured to specification. This MDR represents the ae of infected seroma. Additional mdrs were submitted to represent aes of swelling and recurrent hernia. Not returned - remains implanted.